Event description:
It was reported that pump overheated and displayed malfunction alarm code 9, which recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance, and was advised to reach out to healthcare provider because no backup insulin therapy was available, while technical support arranged replacement pump under warranty.